Event description:
It was reported that the extraction impacted rasp and broach handle came off rasp. Piece of rasp was noticed when rasp handle was reopened to reattach. Broach was stuck in canal. Vice grips applied to what was left of rasp tip and was hit on with out success in removing. It was reported that the customer used a ronguer and was able to grab well enough to extract with some hammering. Added 10 to 15 mins to surgery time.

Manufacturer narrative:
An event regarding fracture involving an exeter rasp was reported. The event was confirmed. Method & results: -device evaluation and results: the event was confirmed. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined. -medical records received and evaluation: not performed as no patient information was provided. -device history review: no discrepancies were reported. -complaint history review: there have been 2 other events for the referenced lot. Conclusions: the device was confirmed to have broken following approximately 10 years of service. An instrument's service life is finite and dependent on number of use cycles and proper maintenance. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined. A full investigation is documented under pi 832491 for the same product, lot, and issue.

Event description:
It was reported that the extraction impacted rasp and broach handle came off rasp. Piece of rasp was noticed when rasp handle was reopened to reattach. Broach was stuck in canal. Vice grips applied to what was left of rasp tip and was hit on with out success in removing. It was reported that the customer used a ronguer and was able to grab well enough to extract with some hammering. Added 10 to 15 mins to surgery time.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.